Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared error code 1005 related to out-of-range shock impedance measurements. It was noted that the patient received a shock prior to arriving at the hospital and the alert was triggered during device interrogation. The shock impedance measurements were noted to be within normal range after interrogation. A request for technical services (ts) review was needed. Ts reviewed the device data and confirmed the error message related to the high out of range shock impedance measurement was seen on the device. The device issued five shocks in normal polarity with normal impedance measurements. While the last shock was delivered in reversed polarity in a last attempt to convert the arrhythmia. This retrieved a value of greater than 125 ohms, an out of range value. The heart rate was ultimately detected in ventricular fibrillation (vf)zone which allowed the device to deliver an additional shock in normal polarity and an in-range impedance of 47 ohms. Ts noted that when this occurs, it is assumed that the load resistance is out of range, only minimal energy is being delivered to the patient, and that the lead system is likely damaged or disconnected. If the lead connection is intermittent, it may be possible for a later shock to be successfully delivered. This does not damage the device and the device will emit patient warning tones. In addition, the ventricular tachycardia therapy is limited to max-shocks following the fault. Ts discussed recommendations following the error code fc1005 including troubleshooting steps and evaluation of the system. It was also noted that the lead implanted is a competitor lead. Ts also noted that because the device exhibits high shock impedance when delivering reversed polarity shock and the lead has been implanted in 2009, this issue could potentially be related to lead calcification. Additional information noted that the physician did all provocation maneuvers and changed the last shock as initial polarity. The device remains implanted to date. No adverse patient effects were reported.